Event description:
Meter name: surestep original. Strip name: surestep test strips. Meter code: 10. Strip code: 4. Strip storage: stored correctly. Symptoms: tired. The pt reported that there was an issue with the test strips. The test strips confirmation circle allegedly "would turn pink when blood was applied to test strip". The result on the pt's meter was 4mg/dl and 26mg/dl. There is no result documented from any other source. There was no comparison between the pt's meter and another device. There was no treatment. The pt took insulin based on results. No further info has been reported.